Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 250 mg/dl and the sensor glucose was 50mg/dl at the time of the incident. The customer reported that it woke the patient up telling blood glucose was 400mg/dl then 15 minutes later is said the customer was low. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose value of 50mg/dl. Suspend on low limit in sensor settings was 60mg/dl. She calibrated with blood glucose of 186mg/dl. The sensor glucose was 80mg/dl at the time. The sensor will be returned for analysis.